Event description:
It was reported that pt has two hip implants. The right hip is asymptomatic. Pt is having pain in his left hip. Pt is experiencing swelling and sharp pain. Pt is reporting that the doctor wants to schedule an MRI for both of his hips. The right hip surgery was done in (B)(6) 2010, approximately.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.